Event description:
The patient was at her health care provider¿s office on (B)(6) 2013 and the patient programmer could not be programmed. There was a short. The patient programmer was not adjusting stimulation and ¿did not work¿. The wires in the battery compartment were ¿funky¿ and in array. The patient needed a new patient programmer. The battery cover was able to be removed but the batteries could not be taken out. It did not look like there was corrosion but a manufacturing defect. Some programming was done on 08/21/2013 due to the patient having some ¿issues¿ and had not used the device in a year. Some things were trying to be done with programming that would give her some self-control over mobility vs. Being able to speak. The patient had her patient programmer at her programming appointment and ¿everything¿ was tried, it was broken. The company representative attempted 3-4 times to get the batteries out of the patient programmer but was unable to. ¿all kind of things were wrong¿ with the patient programmer. The patient had nothing but ¿trouble¿ with the patient programmer so it had been turned off for a year. Eventually after removing the battery cover the batteries popped out. The company representative confirmed that the patient stopped using her device because every time should would turn the device on in the morning she felt an uncomfortable surge of energy. Impedances were tested on (B)(6) and it appeared there was a short in the system. This had been tested by a movement disorder neurologist who documented the short but still used the involved contacts for programming. It was advised to the neurosurgery physician assistant to program around the short and use contacts that were available to use without a short. That was done, specifically using the most dorsal contact, with a good clinical response without side effects. The patient had good tremor control with no more painful or uncomfortable adverse events. It was then obvious that the cause of the uncomfortable feeling the patient experienced was due to the two contacts, that were being used for therapeutic output, that showed a short circuit between them. The patient was doing well, receiving effective therapy, using her device as intended and getting the desired results.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v460686, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v455827, implanted: (B)(6) 2010, product type: lead; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).